Event description:
It was reported that occlusion alarms occurred. Customer was admitted to the hospital the following day due to reoccurring occlusions and diabetic ketoacidosis. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer was admitted to the hospital. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received.